Manufacturer narrative:
Device is a combination product promus element, mr, ous 3.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on proximal end and stent struts on distal end of the stent were lifted and pulled in a distal direction. The undamaged section crimped stent outer diameter was measured and the result within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29jan2020. It was reported that difficulty crossing lesion occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery (lcx). A 3.00x24mm promus element drug eluting stent was advanced for dilation but failed to cross lesion no further patient complications reported. However, device analysis revealed stent damaged.